Event description:
It was reported that during a laparoscopic gj anastomosis procedure, in the first firing of the device it got stuck while firing and unable to open it again the firing knob and closing knob. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it became stuck? Were the jaws of the device eventually opened? Was the device on tissue when it would not open? If yes, how was the device removed? What color cartridge was being used? The device didn't deliver any staples or a cut line before it became stuck with great difficulty the jaws of the device eventually opened the device was on tissue when it would not open,dr has to struggle for more than one hour and get it released from the tissue with the help of other instruments. Blue colour reload was used. Was there a change in the patient¿s post-operative care due to the prolonged procedure? No change in the patients post-operative care due to the prolonged procedure. Once the device was removed, was there damage to the tissue? No tissue damage occurs. The analysis results found that the atb35 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.